Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient was experiencing shocking at the battery site. The rep reported that they saw the patient recently for reprogramming. The rep reported that at that time she just wanted an adjustment because she was getting stimulation high up in the back. The rep asked if she had a fall or injury recently and she said no but that her medications were changed recently. The rep reprogrammed the patient and she said the adjustment felt good. The rep also did an impedance at that time and impedances looked okay then. The rep reported that the patient called her on (B)(6) 2018 stating she was getting shocking from the battery and it seemed to get worse when the battery was low. The rep told the patient that to evaluate, they would need to see her again. The rep asked the patient to make an appointment with her doctor and ask for the rep to attend. The issue wasn't resolved. No further complications were reported.